Event description:
The consumer reported that uncomfortable stimulation in her privates. It was noted to be sudden. The implantable neurostimulator (ins) status was checked with patient programmer (pp); the therapy was on. It hurt the patient really bad and started on (B)(6)2016.. Stim was on program 3 at 1.8v. The setting was lowered to 1.3v. Decreasing the amplitude reduced the uncomfortable stimulation. Additional information from the consumer reported that she woke up on (B)(6) 2016 and she was not feeling stimulation. The therapy was on and when the patient increased stim, she could feel it a little bit. This was also noted to be a sudden change in therapy/ symptoms. The patient did not like to feel stim at night since implant. She was implanted for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.